Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pulse generator exhibited atrial oversensing which led to an increase in pacing output. The atrial sensitivity was decreased.